Event description:
A 3.0mm diameter by 12mm length s7 stent delivery system was inserted for treatment of a 90% lesion in the distal right coronary artery. The lesion was pre-dilated with a 3.0mm by 16mm length ptca balloon. During the inflation of the stent delivery balloon to 12atm, a dissection occurred at the distal end of the deployed stent. The stent delivery system was removed and the dissection was treated with another stent. The dissection required no further treatment and the pt was reported to be stable post proceudre. There was no additional clinical sequelae reported relative to the event. There were no cine films available for review and investigation of the event.